Event description:
(B)(6) study. It was reported that bradycardia occurred. The subject was enrolled into the (B)(6) study in november 2019 and the index procedure was performed on the same day. A lotus introducer was placed and the native aortic annulus was treated with balloon valvuloplasty . A 25 mm lotus edge valve (lot#24371881) was inserted however not implanted. The re-capture of the device was attempted multiple times. Ultimately, the device was recaptured and removed from the body. A second lotus edge valve (lot#24371882) was deployed successfully. There was correct positioning of the second prosthetic heart valve into the proper anatomical location. On the same day of the index procedure, the subject developed bradycardia. Of note, new conduction disturbances were noted post bav. Electrophysiology consultation recommended new permanent pacemaker implantation due to the bradycardia. On the same day of the index procedure a permanent pacemaker was implanted and the event was considered resolved. One day post index procedure, vital signs revealed elevated systolic pressure. Hospitalization was prolonged and the event was treated medically. At the time of reporting, the event was considered not resolved.

Manufacturer narrative:
B5 - describe event or problem: updated with additional information received. B6 - relevant test / laboratory data: updated with additional information received.

Event description:
Reprise IV study. It was reported that bradycardia and arrhythmia occurred. The subject was enrolled into the reprise IV study in (B)(6) 2019 and the index procedure was performed on the same day. A lotus introducer was placed and the native aortic annulus was treated with balloon valvuloplasty . A 25 mm lotus edge valve (lot#24371881) was inserted however not implanted. The re-capture of the device was attempted multiple times. Ultimately, the device was recaptured and removed from the body. A second lotus edge valve (lot#24371882) was deployed successfully. There was correct positioning of the second prosthetic heart valve into the proper anatomical location. On the same day of the index procedure, the subject developed bradycardia. Of note, new conduction disturbances were noted post balloon aortic valvuloplasty (bav). Electrophysiology consultation recommended new permanent pacemaker implantation due to the bradycardia. On the same day of the index procedure a permanent pacemaker was implanted and the event was considered resolved. One day post index procedure, vital signs revealed elevated systolic pressure. Hospitalization was prolonged and the event was treated medically. At the time of reporting, the event was considered not resolved. It was further reported that the subject developed atrioventricular block post index procedure. One day post index procedure, the event was considered recovered/resolved. The next day, the subject was discharged.

Manufacturer narrative:
A1 patient identifier corrected from (B)(6). B6 relevant test/laboratory data: updated. B7 other relevant history: updated.

Event description:
Reprise IV study it was reported that bradycardia and arrhythmia occurred. The subject was enrolled into the reprise IV study in (B)(6) 2019 and the index procedure was performed on the same day. A lotus introducer was placed and the native aortic annulus was treated with balloon valvuloplasty . A 25 mm lotus edge valve (lot#24371881) was inserted however not implanted. The re-capture of the device was attempted multiple times. Ultimately, the device was recaptured and removed from the body. A second lotus edge valve (lot#24371882) was deployed successfully. There was correct positioning of the second prosthetic heart valve into the proper anatomical location. On the same day of the index procedure, the subject developed bradycardia. Of note, new conduction disturbances were noted post balloon aortic valvuloplasty (bav). Electrophysiology consultation recommended new permanent pacemaker implantation due to the bradycardia. On the same day of the index procedure a permanent pacemaker was implanted and the event was considered resolved. One day post index procedure, vital signs revealed elevated systolic pressure. Hospitalization was prolonged and the event was treated medically. At the time of reporting, the event was considered not resolved. It was further reported that the subject developed atrioventricular block post index procedure. One day post index procedure, the event was considered recovered/resolved. The next day, the subject was discharged. It was further reported that prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin and antiplatelet medication other than aspirin at the time of the index procedure. The subject did not receive loading doses of antiplatelet medication. A new requirement for temporary pacing (sick sinus symptom) was noted post balloon aortic valvuloplasty (bav). Following insertion of the first 25 mm lotus edge valve (lot #24371881), there was difficultly or unable to track through the ascending anatomy, leading to multiple re-capture and attempts to reposition the device. The 25 mm lotus edge valve (lot #24371881) was re-sheathed and removed from the body. A second lotus edge valve (lot #24371882) was deployed following bav.